Manufacturer narrative:
(B)(4). Device received with unexpected battery power loss alarm and low battery alert. Device had high sleep current due to moisture damage on electronic assembly. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery alert. The customer¿s blood glucose level was 16.3 mmol/l at the time of incident. The customer received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer stated that the battery was not previously used. Customer stated that the battery cap not loosed, cracked or damaged. Troubleshooting was performed. Customer stated that the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. The customer was advised to the insulin pump would need to be replaced and they may continue to wear insulin pump until replacement arrives. The insulin pump will be returned for analysis.